Event description:
It was reported that a patient with a recharge-free snm ipg was experiencing pocket battery rotation issues due to weight loss of 100 pounds. A pocket revision surgery was performed. The battery was replaced and retained by the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.